Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer's wife reported the customer was "rushed to the hospital due to low readings" and received unspecified treatment and remained hospitalized. A sensor scan result of 57 mg/dl was reported to be obtained within approximately one hour of an hcp meter reading of 227 mg/dl, however it is unclear when these readings were obtained in relation to the reported unspecified treatment. No further details were provided as caller declined to troubleshoot further. There was no report of death or permanent injury associated with this event.